Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-sep-27 from the manufacturer's representative (rep) and the patient's healthcare provide r (hcp). The rep confirmed the initial reporter and the notified date of 2017-sep-01. The rep noted the motor stall at the time of the interrogation and notified the hcp. However, the rep was not aware that the patient was in the ER or that the patient had had an MRI. The rep noted that the patient had reported that they have never told the manufacturer with they have had mris in the past. The hcp reported that the patient, at the time of the report, had not been scheduled for an explant. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected to reflect the information received on (B)(6)2017 that the patient's device explant was still planned, but had not yet been scheduled. Patient code (b(4) was coded to reflect the information received on (B)(6)2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6)2017 from the patient's healthcare provider (hcp) via a manufacturer's business partner. It was reported that the MRI that was performed on (B)(6)2017 was of the thoracic and lumbar spine due to low back pain. The date of the onset of the patient's low back pain and the results of the MRI were not specified. It was also clarified that at the appointment on (B)(6)2017, when the pump was shut off, the pump was accessed with 2.5 ml of residual volume aspirated. As on (B)(6)2017, the patient's withdrawal symptoms were resolving and were "in remission". The planned pump explant was "to be scheduled". No further complications were reported.

Event description:
Information was received from a healthcare provider(hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 5010 mcg/ml of fentanyl at 2800 mcg/day, 5 mg/ml of bupivacaine at 2.795 mg/day, 900 mcg/ml of baclofen at 502.99 mcg/day, and 7.5 mg/ml of morphine at 4.193 mg/day via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2017, it was reported that the patient's pump motor stalled following an MRI and the patient experienced withdrawal symptoms. It was reported that the patient had an MRI on (B)(6) 2017, which was the same day the motor stall occurred. Pump tube set error message occurred on (B)(6) 2017. The motor stall recovered on (B)(6) 2017. The patient had reportedly got to the ER for withdrawal symptoms around (B)(6) 2017 due to withdrawal symptoms. The rep's colleague had gone out to read the pump on either (B)(6) 2017 after the patient went to the ER at which time the rep believed their colleague had reinterrogated the pump but had not seen a motor stall recovery message. The patient was to see their healthcare provider (hcp) on (B)(6) 2017 because the patient believed that they were not getting any medication and wanted their pump shut off. The patient's hcp had aspirated the patient's pump reservoir on (B)(6) 2017 and pulled back 1.5 to 2 ml even though the pump was due to alarm for being empty. The hcp and the patient wanted the pump taken out because they believe there is an issue with it. The rep later confirmed that they wanted the pump shut off permanently, for which the pump off code was provided. The pump was successfully shut off. Additional information was received on (B)(6) 2017 from the manufacturer's representative. It was reported that the rep's colleague interrogated the pump around or on (B)(6) 2017. The interrogation showed the motor stall had occurred several days earlier, approximately a week or so. The rep was asked by the colleague to check on the patient's pump and the rep observed that the motor stall recovery had occurred more than 2 weeks after the motor stall. At that time, the patient notified the rep that they had an MRI done weeks before and did not notify the manufacturer to interrogate the pump post MRI. The patient went into withdrawals days later after the MRI, went to the ER and then to the hcp's office where the pump was interrogated the motor stall was confirmed. The patient and the managing physician decided to turn off the pump and will eventually have it explanted. No further complications were reported.